Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a motor not running error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: b5: additional information received on 15-nov-2022 via email and attached to complaint object: no patient was affected by the event. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: g4: date received by manufacturer: 11/14/2022. H3: device evaluated by manufacturer: device evaluation anticipated, but not yet begun.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seals are broken, top case corners are chipped, tubing guide is broken, right plunger case and bottom case by l-bracket are cracked. The device?s event history log was reviewed for evidence of the reported event and found ?motor not running? Error. To conduct functional testing, the device was powered up, occlusion test was performed, ?motor not running? Error was found and the worm coupling was not moving. The root cause of the motor not running error is due to the stepper motor no longer operating as intended as a result of wear from usage. The stepper motor was replaced, worm coupling and worm gear also replaced as a preventative measure, they were ten years old. Passed all functional testing. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.